Event description:
Status post condylar plate implantation, patient returned for post op visit and an x-ray showed the plate was bent. Surgeon removed the hardware and revised to a total knee.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.